Event description:
The rep reported the device was used during a laparoscopic splenectomy. It was reported the gasket on the 350l trocar tore during the case and pneumo leaked throughout the case. The same trocar was used to complete the case. There was no consequence to the pt.